Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue. It was also reported that the patient was not interested in ipg replacement or referral to the surgeon to have a full explant. No complications were reported during the procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.